Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this issue is being closed because the device has not been returned to a mitek service center for evaluation and the service center has closed the service/repair order. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed one similar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported the saline does not fill up the chamber when they press "fill up". One of the nurses was contacted and she set up the fms pump again while sales representative was on the phone. The chamber did fill up then, but unevenly and not like it usually does she says. When they had the pump in the operation room it didn´t fill up at all. The following additional information was received via e-mail from the affiliate on 13november2015: the pump was changed prior to the surgery. Pre-operative setup was extended by five (5) minutes, but the surgery time was not extended.